Manufacturer narrative:
Additional information was provided in h.3., h.6., and h.11. The product was returned for analysis, and the reported complaint was confirmed. The device was received in an opened blister tray. The plunger is advanced into the tip of the nozzle. The majority of the intraocular lens (iol) was not received; an iol fragment is located in the nozzle tip. The lever is moving freely. The device is taken apart for further testing. A mark is observed on valve o-ring closer to the orifice at 12 o'clock position. The root cause is deemed to be manufacturing related (the faulty sub-assembly is supplied by companies¿ vendor in bray). Non-conformance investigations (ncis) were initiated for this issue. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implant procedure, once the lever was pressed down on the company¿s preloaded delivery system, the lens kept advancing forward despite fingers being lifted off. There are three medical device reports associated with this complaint. This report is 2 of 3. Additional information has been requested; however, further information has not been received.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.